Manufacturer narrative:
Insulin pump was received with high idle current, problem isolated to mother board. No unexpected off no power or low battery alarm noted during testing. Unit had a program safety alarm due to leaky capacitor on mother board. Unit had minor scratched overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power every day. The battery lasted a day and he had to reprogram his basal rates every time he changed the battery. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.